Event description:
On (B)(6) 2012, the pt underwent treatment with gore excluder aaa endoprostheses for an abdominal aortic aneurysm, and at the end of the procedure there was a distal type I endoleak on one of the contralateral legs. On (B)(6) 2012, another contralateral leg was added as a distal extension, resolving the endoleak. A cause for the endoleak was not described in the medical records.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Additional device: pxc201000/#8103745.